Manufacturer narrative:
Cec adjudicated that the previously reported restenosis of the l. Popliteal is related to the study device but not related to procedure or paclitaxel.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting balloon catheters to treat a lesion in the sfa and popliteal of the left leg. Approx 18 months post index procedure, the patient suffered claudication of the left leg. A revascularization was carried out approximately 6 months later due to stenosis in the target lesion. The target lesion was treated with deb and pta. The event was resolved. Investigator indicated that the reported event was not related to the study device, procedure or drug.